Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized due to hypoglycemia. It was stated that the customer experienced also high blood glucose and was treated with an insulin pen. The customer's blood glucose at time of call was 18mmol/l. It was stated that she has eaten and taken a bolus, but it keeps going up. The high pressure test was conducted but the insulin pump alarmed motor error. The customer changed her infusion set and reservoir and the high pressure test was conducted again and again the insulin pump alarmed motor error. Advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.